Manufacturer narrative:
It was reported that the complainant stopper the voiding cystourethrogram procedure. It was reported the complainant put some substance (no info provided on the name of the substance that was put into the urine bag) via connected channel to urine bag. The reporter also informed that the complainant reports having cut foley catheter line and the water began flowing out of the line. An email was sent on (B)(4) 2014 requesting add'l pt/event detail info. To date no add'l pt/event details have been provided to date. Should add'l info become available a follow up report will be submitted. (B)(4).

Event description:
It was reported that complainant can't deflate foley balloon via the valve.